Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years and 11 months post implant of this bioprosthetic valve, the valve was explanted and replaced. The replacement model was not reported. The surgeon stated the early failure was due to the patient being on hemodialysis. No additional adverse patient effects were reported.